Event description:
During coronary artery drug eluting stenting treatment procedure, a balloon withdrawal resistance event occurred. Initial index procedure treated 1-lesion in the prox and mid lad. Chronic occlusion, bifurcation, 2.75mm in diameter, 100% stenosis , 30mm in length severe calcification, mild proximal tortuosity, no thrombus , pre and post dilation was performed. The lesion was treated with a 2.75fx20mm taxus express2 stent. The balloon resistance occurred with the 2.75x20mm taxus express2 stent. Event was resolved with predilation. Patient was discharged the following day with prescribed medications of asa and plavix.